Event description:
The facility reported a pump with a failure code 810:11. It was not specified if this failure occurred while infusing on a pt. The facility rep stated that no pt injury associated with this rpeort and no incident reports were filed since the last baxter service event.

Manufacturer narrative:
Evaluation summary: the reported failure code 810:11 was confirmed during testing.